Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra easy meter displayed the "error 4" message. The medical surveillance specialist was not able to contact the patient to obtain/clarify information. The patient said the issue began two days prior at 8 pm. At 11:30 pm, the patient alleged she took 38 units of lantus insulin, which is more than what she usually takes. The patient did not detail her insulin regime but did say that she self-adjusts her insulin dose. She said that about 10 hours after the issue started (about 6 am on june 29), she starting feeling sleepy, thirsty, dizzy, and started having frequent urination. She denied receiving any treatment and it is unknown how she resolved the symptoms. It would be helpful to also know whether the patient ate more or less prior to symptoms, or whether any other conditions may have contributed to the symptoms. It was determined during the troubleshooting telephone call, the patient's testing technique was correct. The test strips were within expiration dating and in good condition. Although details of the incident are unknown, this complaint is being reported because, the patient alleged the meter displayed the "error 4" message and felt symptoms that may be suggestive of hyperglycemia about 10 hours after the issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.